Manufacturer narrative:
Corrected information d1, d3, d4 unique identifier (UDI) #, g4 combination product additional information: h3, h6, h11 . H11: the device was received for evaluation. During evaluation, the reported problem of 'volume accuracy out of spec during testing 2-3 ml high" 'was not reproduced. Review of the event history log revelated two infusions with a programmed rate of 40 ml/hr and a volume to be infused of 20 ml which ran to completion without interruption. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had volume accuracy out of specification, 2-3 ml high found during testing in the biomedical service department. Flow testing was per the spectrum service manual; rate at 40 ml/hr., volume to be infused (vtbi) was 20 ml/hr. And 23 ml/hr delivered, measured with calibrated graduate. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.